Event description:
A tandem mobi cartridge alarm was reported, but the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was able to successfully load a new cartridge and resume insulin therapy, resolving the issue. Technical support advised the customer to follow up if problems persist with the cartridge alarm.